Manufacturer narrative:
Baxter received and evaluated the device.  Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the reported no display which was reproduced as a white screen at power-up. The no display state was verified and found to be caused by a failed input/output printed circuit board. The input/output printed circuit board was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced "no display". There was no known patient injury or medical intervention associated with this event. No additional information is available.